Manufacturer narrative:
The report we received from the field indicated that the shaft of the stent delivery system was discolored. It was noted that on examination, the shaft appeared to have a black streak. However, the stent was deployed without any complications. The product was returned for analysis, and it was noted under the visual analysis that the clinically used cypher stent balloon inflation port was longitudinally cracked. This is indicative of inflation difficulty, and therefore, the complaint has been redetermined as a reportable malfunction. The product has been returned for evaluation and testing. However, the engineering evaluation is not complete.

Event description:
Balloon inflation port crack.